Event description:
The bilateral patient is scheduled for revision surgery on their left knee due to poly wear. The surgeon's nurse stated that the patient may require an additional procedure if the implant is found to be loose due the hemearthrosis.